Event description:
It was reported there is a broken screen. The programmer was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event. Screen (overlay) is broken. Keyboard, keyboard hinges, and power cord bay are broken.